Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. However, the insulin pump was received with cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked case at display window corner, broken battery tube threads and minor scratched the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive check blood glucose alarms. Customer was assisted in turning the sensor and reminder off. Customer also reported that plastic around reservoir compartment was damaged. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer was advised that insulin pump would be replaced.